Event description:
It was reported that while placing the bravo ph monitor, the handle/plunger broke during the procedure. No injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.